Event description:
It was reported that prior to the start of a bph procedure, with a patient present and sedated, "the laser is going into stand-by" was noted. The physician was unable to utilize the laser for the procedure and reverted to an alternative procedure (turp). No injury to the patient/user reported. Additional information was not reported.

Manufacturer narrative:
System analysis/service repair on february 20, 2015: the issue of ¿laser going into standby mode during lasing¿ could not be reproduced and no failure was found.